Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
There is not a secondary white layer to peel back once on sterile field. Around the edges of the package does not have the white adhesive.

Manufacturer narrative:
An event regarding packaging issue involving a triathlon stem was reported. The event was not confirmed. Conclusions: it was reported that the secondary white layer was missing from the package containing triathlon stem. Also, the package didn't have white adhesive around the edges. The device was not returned. A visual inspection of the picture of the device noted that around the edges of the package don¿t have the white adhesive. However, the event could not be confirmed nor the root cause determined as the product was not returned. No further investigation is required at this time. If additional information or the device becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
There is not a secondary white layer to peel back once on sterile field. Around the edges of the package does not have the white adhesive.